Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was determined that the xenon light could not be lit due to a defective converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the lamp on the visera pro xenon light source could not be lit prior to an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective converter could not be identified. Olympus will continue to monitor field performance for this device.